Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pt use, an 840 ventilator upper graphic user interface (gui) display was abnormal, although, it continued to cycle. The ventilator was removed from the pt. There was no reported pt injury.